Manufacturer narrative:
Correction: section b.5. The recipient was re-implanted with another cochlear device. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record revealed rework noted. This is not believed to be related to the return reason. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was electively explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will not be returned to the company for analysis.